Event description:
It was reported that at the end of the shoulder arthroscopy procedure, the patient was flipped supine on the OPERATING ROOM table, and noticeable fluid swelling was observed on the patient's operative side neck and through his entire chest. It was then decided to transfer the patient to the ICU until the airway swelling went down and could be safely extubated. The patient unable to be discharged as originally scheduled as they needed to be reintubated and sent to the ICU.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.